Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion of the cuff into the urethra. The device was previously removed and a new aus has now been implanted. There were no additional patient complications.